Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3550-29, lot# unknown, product type: accessory. Device analysis for ins (B)(4) revealed the ins battery had reduced capacity due to overdischarge. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after one full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2015 and the battery was charged to 4.000 volts. On (B)(6) 2015 the battery had depleted to the "lock/sleep" mode. Subsequently, the battery depleted to an over discharged state prior to being received for analysis. The device experienced one over discharge.

Event description:
The health care provider (hcp) reported via the company representative (rep) that "deep loaded" implantable neurostimulator (ins) occurred. The issue was identified due to the doctor could not read the ins with the clinician programmer anymore. The patient did not want the ins anymore because the pain was better (no pain) even without stimulation, so no further diagnostics or troubleshooting was done. The ins will be explanted in about two weeks because the patient wants it to be explanted. The issue was not resolved at the time of this report. No surgical intervention occurred but was planned. The patient was alive with no injury. The rep will obtain more information from the hcp in two weeks. The rep reported two weeks later that the ins was not "loaded" by the patient for a long time. Before the rep could make a "resurrection" of the battery with the recharger, the patient decided not to have it anymore. So no more troubleshooting could be made before explant. The ins was explanted on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.